Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the (B)(6) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sunburn-like rash under the front therapy electrode and back right therapy electrode. The patient's doctor recommended an ointment to apply to the rash. The patient indicated that the skin irritation has improved greatly with the use of the ointment.